Event description:
Technician alleged that the bed had unintentional movement of the head hilow section.

Manufacturer narrative:
Technician put the unit to sleep and reset it. Technician could not reproduce the malfunction. Unit safety and function checked and put back into service. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.